Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep repaired the power cord, tightened the wheels, locks, and covers. The system operates as intended.

Event description:
It was reported that the 9900 system's power plug was coming apart, the wheel won't stay locked, and the wheel covers are loose. No patient injury was reported.